Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer experienced high blood glucose. The customer¿s blood glucose level was 26.5 mmol/l. At the time of incident. Customers blood glucose level at the time of call was 15.2 mmol/l. The customer did not experienced any symptoms of high blood glucose event. The customer was treated high blood glucose with insulin pump. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was not using auto mode at the time of incident. Troubleshooting was performed. The device will not be returned for analysis. No further patient complications were reported.